Event description:
It was reported that over the past three to four days prior to the report the patient felt her stimulation more intensely but her settings hadn¿t changed. The patient had not made any changes and she had not had any programming changes in the past month. No events or traumas were reported. The patient used her patient programmer (pp) to decrease stimulation to see if she could feel the decrease in stimulation. It was later reported that the patient¿s implantable neurostimulator (ins) was set a year ago by the manufacturer¿s representative (rep). The patient stated the rep. Put a ¿permanent setting on it,¿ and the patient couldn¿t change the settings at all, and then all of a sudden the ins started stimulating too high and since they permanently adjusted the patients¿ stimulator she couldn¿t decrease or increase stimulation. She tried two or three times to get it work but then gave up. She called her healthcare provider (hcp) and they told her they would send a message to the rep. To get in touch with the patient to set up an appointment, but she hadn¿t heard from anyone. However, in the meantime the patient noted she couldn¿t use her pp. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).